Event description:
The pt's father reports that his daughter "may have been injured" as a result of wearing the lenses. F/u with the pt's father for more detailed description of the event was made with no further reply as of to date. This is being filed as an unconfirmed injury.

Manufacturer narrative:
This is being filed as unconfirmed injury. Method: no lenses, no examination of device were provided which could indicate if the device caused or contributed to the event. Results: there is no clear indication that the device could have caused or contributed to the incident. Conclusions: there is not sufficient info provided to draw a conclusion as to whether or not the device could have caused or contributed to the pt's complaint. No conclusion can be draw. Should further info be provided that would change this conclusion, an update to this report will be provided within one month of receipt of the add'l info.